Event description:
Per information provided: on (B)(6) 2017 ¿ patient was diagnosed with ventral hernia and epigastric incisional hernia repair thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh (device 1) and ventralex mesh (device 2). Per operative notes, ¿in the epigastrium, there was a hernia inferior to the previously placed old mesh in midline, the ventralight st using echo ps mesh (device 1) was placed over the hernia defect and tacked in place. Another small hernia distal to the trocar site was noted and reduced. A medium ventralex mesh (device 2) was placed over the hernia defect and secured it with sutures.¿ (note: the mesh seen during this procedure is unknown). On (B)(6) 2017 - patient was diagnosed with recurrent incisional abdominal hernia and pain thereby underwent open repair with removal of ventralex mesh (device 2) and implant of ventralex st mesh (device 3). Per operative notes, ¿in the epigastrium, the recurrent hernia defect with sac was dissected and reduced. The ventralex mesh (device 2) in left lateral side was removed. The recurrent hernia was removed and large ventralex st mesh (device 3) was placed over the fascia and sutured in place.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st using echo ps mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2) and ventralex st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.